Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the tubing with propofol was primed and attached to the patient's central line. The pump then alarmed with an occlusion even though the roller clamps and drip chamber were open. There was a bulge in the pump segment near the upper fitement of the infusion set. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone pumping segment was confirmed per picture received by the customer. It was observed per picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause was not determined.